Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the unit was confirmed to have a damaged cord. The wiring harness was replaced and resolved the reported issue. It was noted that the device was last returned for maintenance in 2023 and has not since been returned for annual preventative maintenance in accordance with IFU # 06001810579. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that during sterilisation process, the unit was found to have exposed wires at the end of the handpiece. There was no patient involved. Due diligence is complete as no additional information is available.